Event description:
Tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Corrective actions were taken by customer technical support, including confirming the cartridge alarm and the shipping address for a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The caller was also informed about putting the pump into storage mode before returning it and was provided with instructions for returning the faulty pump via ups. The replacement pump was sent to the customer.